Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture : observed opening on the anterior side assessed as surgical damage. Additional observations : brown particles observed on the device. Crease fold observed on the device. Wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.